Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during stent assisted coil embolization there was coil stretching and embolization to the middle cerebral artery (mca). The coil was retrieved by a mechanical thrombectomy device and stented in place in the in the internal carotid artery (ica) with an additional stent to secure the stretched coil against the wall. There was usage of platelet aggregation inhibitor medication. The adverse event was resolved without residual effects. It was established that the adverse event was related to the coil and to the procedure.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, patient thrombosis in untreated vessel/embolus is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. An assignable cause of undeterminable will be assigned to the as reported main coil stretched, main coil protrusion, coil broken/fractured, and main coil migration as the subject device was not returned for analysis.

Event description:
It was reported that during stent assisted coil embolization at the at the anterior communicating artery (acom) location during repositioning, the wind of the subject coil stretched and was no longer responsive to the pusher wire. The physician backed the microcatheter into the internal carotid artery (ica). The coil was attempted to be retrieved by a mechanical thrombectomy device without success. The coil had detached from the pusher wire and was floating in the ica. Then the coil migrated distally into the middle cerebral artery (mca) with the large mass of the coil migrated into the superior m2 division showing thrombus and significantly slower flow compared to the remainder of the mca territory. The stretched coil was stented in place in the in the internal carotid artery (ica) with an additional stent to secure the coil against the wall. The adverse event was resolved without residual effects. It was established that the adverse event was related to the subject coil, the procedure and, possibly to the stent.

Manufacturer narrative:
This medical device report (MDR) is one of three MDR's for the same procedure.

Event description:
It was reported that during stent assisted coil embolization of the anterior communicating artery (acom) aneurysm during repositioning, the wind of the coil stretched and the coil was no longer responsive to the pusher wire indicative of break. The proximal part of the coil still attached to the pusher wire was removed. The microcatheter was backed into the internal carotid artery (ica). Following unsuccessful attempt to retrieve the distal broken stretched part of the coil using a snare retriever device, the stretched broken coil migrated into the ica. The next control angiogram showed that the coil had migrated distally into the middle cerebral artery (mca). Several following control angiograms showed thrombus formation and that the largest mass of the broken stretched coil had migrated into the superior m2 division of the mca with significantly slowing blood flow to compare to the remainder of the mca territory. A stent was placed to secure the distal stretched broken part of the coil against the artery wall. The adverse event was resolved without residual effects. The adverse event was reported as related to the coil and to the procedure.